Event description:
It was reported that the patient had fallen to her knees ¿a while ago¿ and then began feeling stimulation in the left rib/belly area. An impedance check found that the impedances had values that were within the normal limits. An x-ray was taken and it was found that the leads had moved up about one electrode. The patient was reprogrammed and was able to get coverage in the left leg and back. The patient was doing well after the reprogramming and was going to see the healthcare provider (hcp) in 2 weeks for a follow-up visit.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97792, lot# n428587, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information was reported that the patient had a lead revision and replacement today. The patient's right lead was simply revised, pulled down slightly from where it was originally implanted. The original lead remained implanted. The patient's left lead was completely removed and replaced with a new lead. Both of the leads were moved, both old anchors were removed and replaced. Impedance check was done on leads prior to and showed to be with in normal limits. The patient was receiving effective therapy and was feeling stimulation in all areas of pain.